Event description:
It was reported that the patient experienced skin erosion at the connector of the activa rc system. It was reported that actions were required, but no additional information was provided. It was noted that the patient sustained harm / injury. The device was not explanted and an explant was not expected. It was reported that the patient was under evaluation, and later reported that the patient was doing well.

Manufacturer narrative:
(B)(4).